Event description:
An unspecified issue was reported with the adc librelink device in use with unknown phone with an unknown operating system version. Customer was unable to pair the device with their phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "heart racing, stomach queasy, and tremors." Customer could not self-treat and required third-party assistance of peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported not able to pair up the sensor and not able to get the readings with the freestyle librelink app. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc librelink device in use with unknown phone with an unknown operating system version. Customer was unable to pair the device with their phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "heart racing, stomach queasy, and tremors." Customer could not self-treat and required third-party assistance of peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.